Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's insulin pump was reported that their insulin pump leaks in his pocket and the ring is missing. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. The auto mode on the insulin pump was unknown during the event. The insulin pump will not be returned for analysis.